Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the complaint was determined to be component failure, specifically a degradation problem. This indicates an expected or random component failure, without any design or manufacturing issue, caused by the device becoming worn, weakened, corroded, or broken down due to processes such as aging, permeation, or corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the probe tip on the ultrasonic probe was bent. There was no patient involvement.